Event description:
Hemolysis with acute worsening. Likely due to pt's vad thrombus. No clinical sx of vad obstruction. Echo showing aortic valve opening w each cycle indicates greater resistance through the vad. This may mean that the thrombosis is getting worse.